Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with elevated capture threshold and high pacing impedance exhibited by the right ventricular lead. The lead was capped on (B)(6) 2023. The patient was stable. Further information was requested but not received.